Event description:
During a review of the pump's event history by baxter personnel, a colleague infusion pump was found with failure code 199:117:307:0000. This condition had the potential to interrupt delivery. There is no known patient injury, medical intervention necessary, or adverse reaction in association with this event. This device is an unremediated colleague pump with a user interface module software version of 5.04.00. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause is unknown. No repairs were made to correct the reported condition. If any additional information is received, a follow up MDR will be sent.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.